Manufacturer narrative:
Product analysis summary: the wire is exhibiting a short piece of wire sticking out approximately 2.5 cm from the wire distal tip, the wire is sticking out between the coils. A slight pull was done to determine if the piece of wire could be removed, but the piece of wire remained stuck. No other damage noted to the wire. It was confirmed that the safety wire was protruding from the outer spring. There were signs of necking at the location of the wire break, indicating a ductile failure (compared to brittle). The spring was stretched to assess the safety wire weld. It was confirmed that the weld did not fail. The wire broke approximately 1cm from the distal weld. Additionally, it was later confirmed using peroxide that approximately 50cm of the wire had traces of blood. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no damage noted to the angio graphic wire packaging. The wire was removed from packaging per IFU. On inspection the wire was noted to be damaged. The wire tip was not formed by the physician. The wire was not prepped. Issue was noted prior to use.